Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and similar complaint review were not performed because no device/lot information was provided. Based on all available information, the reported slda appears to be due to challenging patient anatomy. Additionally, a cause for the reported tissue damage could not be determined. The reported mr was a cascading event of the reported slda. Additionally, reported patient effects of mr and tissue damage are listed in the instructions for use, as known possible complications associated with mitraclip procedures. The reported hospitalization and additional therapy/non-surgical treatment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, tissue damage, recurrent mitral regurgitation, re-hospitalization and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr). Approximately 1.5 years ago, three clips were implanted, reducing mr. On an unknown date, a large flail that had become bigger was observed, causing one of the clips to detach from the anterior leaflet, but remained attached on the posterior leaflet (single leaflet device attachment/slda), increasing mr to 4+. The physician stated the slda was due to disease progression. The other 2 clips remain stable. On (B)(6) 2020, the patient was readmitted due to unspecified symptoms and an additional clip was implanted to stabilize the slda, reducing mr to 1+. No additional information was provided.